Manufacturer narrative:
(B)(4). The device manufacture date is unknown at this time.

Event description:
It was reported that the display of a pulse oximeter was missing. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.